Event description:
During a phacoemulsification procedure, this handpiece exhibited intermittent phaco power. Although the handpiece was able to be used for the procedure, the pt underwent a vitrectomy procedure. It is not known whether or not the handpiece was the cause for the vitrectomy.